Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose levels 425 mg/dl. Customer had nausea. Customer had blood glucose level in the range of 300 to 400 mg/dl. Customer had nausea. Customer was treated with insulin pump and insulin pen. It was unknown whether the customer was using automode at the time of reported event. Customer did not alleging insulin pump for under delivering. Customer stated that the cannula was bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.